Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit and a low vacuum. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit and a low vacuum. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the safety disk was not seated properly, so the safety disk was seated. The customer then ran safety disk leak test and it passed. K6, k6a, k7, k8 leak test was also performed and it passed. The iabp device was then working properly and was returned back in clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit and a low vacuum. No patient harm, serious injury or adverse event was reported.